Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During treatment of a chronic total occlusion with a peripheral diamondback orbital atherectomy device (oad), the viperwire guide wire fractured in two places in the right superior femoral artery and the right iliac artery. A snare was unsuccessful in retrieving the fragments. Stents were deployed over the fragments, and the patient was discharged. Medical staff stated the patient's anatomy contributed to the fractures. Multiple attempts to obtain more information about the event were made. However, the facility staff declined to provide any additional information.